Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent only month and year known, assumed 1st day of month (B)(6) 2014) that complaint was reported.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was being prepared for the procedure and it would not articulate and the jaws would not open. The device was not used in the procedure. They used another like device to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was received with skiving of the heat shrink (shaft cover) material and with all present. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws or the articulation of the device. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.